Event description:
A 3.5 mm diameter x 12 cm length driver mx2 stent delivery system was inserted into a patient for treatment of a left ascending diagonal coronary artery. The vessel and lesion morphology are unknown. It was reported that the physician had implanted a driver stent successfully and was attempting to implant a second driver distal to the initial driver stent. The physician inflated the balloon to deploy the stent, upon deflation of the balloon, it would not deflate. The physician tried to deflate the balloon and eventually pulled on the catheter dislodging the two stents that had just implanted. It was reported that the physician retrieved the stents with a snare. The physician successfully implanted the lesion site with a stent, completing the case. Medtronic has received films of the procedure and the evaluation is pending.